Manufacturer narrative:
Qn# (B)(4). The customer provided one photo for this investigation. The photo was of the catheter inside a patient. A crack or hole is observed just below the juncture hub. A probable cause of the damage to the catheter body cannot be determined from the photos and without the sample to evaluate. The customer complaint of a crack in the catheter body was confirmed through the customer provided photo. However, complaint root cause testing could not be performed as no sample was returned for analysis. A device history record review was performed based on sales history and no relevant findings were identified. Without the device to evaluate, the complaint probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: "the connection between integral suture wings and catheter have a crack. Hospital throw product away because of the possibility of blood infection".

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: "the connection between integral suture wings and catheter have a crack. Hospital throw product away because of the possibility of blood infection".